Event description:
Device history record was reviewed and nothing was found related to the reported event. Device log was reviewed, no error or issue linked to the reported event was found. "The reported device was received in lake zurich and its investigation was performed by our local technical team. According to provided information, nothing was noticed during both external and internal check. The reported event was partially reproduced with the conclusion of test14 giving the air sensor intermittently functions. The air sensor was replaced and sent back to brézins for further investigation. The downstream pressure sensor was also calibrated. Once in brézins, the air sensor has been founded defective (the low output of the air sensor) due to a degradation of the part itself. Therefore, the reported event is confirmed and the root cause is likely due to a defectiveair sensor. Please be informed that a CAPA is open to address the subject of ""defective air sensor"". To our knowledge this complaint is not being related to patient safety. This complaint was added in our trend for statistical follow up." This complaint is considered as valid the trend is normal the reported risk is lower compared to the estimated risk for this issue as per our local procedure, we initiated an action this complaints has been reported as MDR to FDA.

Event description:
The following has been reported: set air installation customer form reporting the set air installation. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.